Manufacturer narrative:
Additional follow-up received provided a serial number that on further review revealed this event has previously been reported in report #3007042319-2017-01869. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one of the battery connections on the controller was loose. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller (B)(4) was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of loose power port connectors may be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. However, the reported event could not be confirmed as the device was not returned for analysis. If information is provided in the future, a supplemental report will be issued.